Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument is broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that fenestrated bipolar forceps instrument is broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the primary failure of severely bent grip to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing a twisted side to side misalignment of the grips. There was a .137¿ offset at the tips. Common causes of the failure mode bent-severely instrument grips tips are typically attributed to misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset >0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional investigation, found the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument grips were manually manipulated and the instrument passed the electrical continuity test on 3 of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy on 4 of 4 attempts. There were signs of light arcing. The root cause attributed to misuse. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. There were signs of light arcing.